Manufacturer narrative:
Re-submitting this case (3002807350-2015-00006) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. There was no serious injury or any other ill-effects happened to the donor involved in the incident. Based on the information received from the donor center, during visual inspection prior to usage of the set, the phlebotomist did not notice any abnormality on the set. There was no leakage observed on the set and the donor did not encounter any blood loss. The detachment occurred after the entire donation process was completed and while the phlebotomist was retracting the needle set into the wingeater safety guard. The center returned only the tubing assembly and the needle to wing assembly was discarded by the center as precautionary and safety measures. Moreover, the tubing at the bonding area to wing was found to be tampered/sealed. Thus, from the retuned sample, we are unable to determine if there was in-sufficient adhesive applied or there was poor insertion of tube to wing. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. Nevertheless, we have taken corrective action based on the suspected causes. We will monitor our production process to prevent the recurrence of such reported defect. (B)(4) will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Donor center's initial report: guard and wing detached while disconnecting donor. Donor center's additional information: the device was in use for 60minutes. The donor did not experience any blood loss. There were no ill effects to the donor. There was no leakage on the device during the entire donation. The center mentioned that they do not think that was excess pulling of the device by anyone. The needle and wing assembly part and the wingeater safety guard that was involved in the event were immediately discarded in a sharps container. Only the tube and avf joint (female connector) was available to manufacturer's evaluation. The donor center provided a picture of the sample involved in the event.